Manufacturer narrative:
On 06-jun-2019, local affiliate organizations were informed that processing transfer heads may become untighten in between the current preventive maintenance intervals, which may cause occurrences of droplets within the processing module. Instructions were provided to the local affiliate organizations to replace all o-rings and stop discs of the installed base, taking into consideration instrument usage and and installation date. Additionally corrective and preventive measures will be implemented, as appropriate. (B)(4).

Event description:
At a customer site in (B)(6), the local field service engineer performed the tightness check on the customer's cobas 8800 system, which failed for the processing module b front process head. From images provided, there were minor signs of liquid droplets in the front heating station in processing module b (pmb). All other heating stations and separation stations did not show evidence of leakage. The reported issue was solved by replacing the o-rings and stop discs on all of the four processing heads on the customer's system, including pmb. There was no allegation of erroneous results related to the tightness check failure, and no harm or injury was indicated.